Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as likely caused by touch contamination from a dog living in the home. The peritonitis was manifested by cloudy effluent, abdominal pain, vomiting, chill and fever. It was not reported if the patient was hospitalized. The patient was treated with intraperitoneal and oral nonspecified antibiotics. At the time of this report, the patient is recovering from the events. Action taken with pd therapy was unknown. It was not reported if the patient and caregiver were retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.